Event description:
It was reported that, during a meniscus repair, after the second suture of the fast-fix 360, the threads were tore and 1 of the anchors pulled out. All ts were removed from the patient. The procedure was completed with non-significant delays using other fixation technique. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
H2: additional information ¿b5: event description, h6: health effect - impact code, medical device problem code.¿ h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The evaluation of customer provided image verified the part and batch number reported. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review of the part determined this was a repeat event. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The IFU, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during a meniscus repair, after the second suture of three fast-fix 360, the threads were tore and 1 of the anchors pulled out. All ts were removed from the patient. The procedure was completed with non-significant delays using other fixation technique. No further complications were reported.